Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they two capsules that did not detach from the delivery device. The first capsule did not detach from the delivery system and that capsule was discarded. The second capsule did not detach from the delivery system but the spike did go through the esophageal tissue. The capsule was bloody when the delivery system was removed. An endoscope was passed down and it was discovered that there was some bleeding from the esophagus. The delivery devices and the one capsule will be returned for investigation. Both capsule attempts were unsuccessful. The patient also called the physicians office to complain of severe chest pain at 3:00am and it had subsided by the time of the call. They also stated that they were having pain when swallowing. There was nothing unusual about the patient or the procedure and the esophagus appeared normal when an endoscopy was performed prior to the procedure. The device will be returned for investigation.